Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26499. 2017865-2021-26500. It was reported that a patient presented to the clinic on (B)(6) 2021 with a dislodged left ventricular lead. An x-ray was performed that confirmed the lead dislodgement, as well as a lack of lead slack on the right ventricular and right atrial leads. The patient's left ventricular lead was explanted and replaced, and the right atrial and right ventricular leads were repositioned. The patient was stable throughout.